Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope sheath's ceramic tip was loose. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was/was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was repaired by an unauthorized party. Therefore, the defined biocompatible characteristics are no longer guaranteed (example: improper adhesives used; improper materials used, melting of improper insulation material instead of ceramic). Additionally, the adhesive joints of proximal components were loosened. Olympus will continue to monitor field performance for this device.